Event description:
During the implant attempt of the subject device, capture failure was indicated by the physician. Reportedly, the device failed to capture at 3v, but when measurements were performed by an analyzer, capture was observed at 0.5v. The physician also reported some difficulties to record pt info in device memory.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united sates. Analysis is pending.